Event description:
It was reported that in hospitalization sixth floor when removing the introducer from the pt's jugular vein, the tip was found to have a "fissure". As a result, the catheter was replaced and used without issue. There was no reported delay death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Sample will not be returned for evaluation.